Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the myocardium. It was also reported that the rv lead exhibited no capture at maximum output. The lead was capped and replaced. The old right ventricular (rv) lead was connected to the left ventricular port of a biventricular implantable pulse generator (ipg) in order to maintain magnetic resonance imaging (MRI) compatibility. No further patient complications have been reported as a result of this event.